Event description:
Major abdominal pack cautery tip insulated rubber tip, per surgeon does not conduct electricity as the tip should - bovie tip changed for regular tip which worked and functioned as expected. No patient harm.